Manufacturer narrative:
Date sent: 08/30/2007. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a low anterior resection procedure, the device fired malformed staples. It is unk how the procedure was completed. There was no pt consequence.